Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: always make sure that the correct time and date are set on your system. Not having the correct time and date setting may affect safe insulin delivery. When editing time, always check that the am/pm setting is accurate. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl; suspected cause was unknown. Customer consumed sugar to resolve the bg. A system check was performed and it was identified that the pump time was incorrect due to the user not updating the pump time after daylight savings took effect. Due to the incorrect pump time, the incorrect pump profile was active resulting in a bolus being delivered at the wrong time.